Event description:
Patient's representative has reported bilateral capsular contracture (baker grade unknown) and "significant health damage and impairments" this record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative later reported capsular contracture, baker grade IV, "pain and tension in the breast area¿ and ¿signs of rupture and possibly gel bleed.¿ the device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV and rupture.